Event description:
It was reported that approximately 28 months after a filter was implanted, it was identified that 2 filter limbs detached and were located in the heart. Reportedly, approximately 2 weeks after a motorcycle accident, the patient complained of chest pain. An EKG was performed and it was normal. Two weeks later, the patient returned to the cardiologist with acute chest pain. The patient was taken to the hospital and a cardiac catheterization was performed. It revealed 2 filter legs in the heart. The patient had open heart surgery to retrieve the detached limbs. One limb was successfully removed. However, the second one remains in the patient.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The filter remains implanted; therefore, not available for evaluation. The event investigation is currently underway.